Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter stated she programmed a bolus under the ez-bolus function and it is appearing in the prime history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed that a prime was completed on (B)(6) 2012 and an ezbg bolus was a 10.70u recorded (B)(6) 2012 at 18:01. An 11.60u ezcarb bolus was recorded on (B)(6) 2012 at 19:07. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 10 unit ez bg bolus was performed and accurately confirmed in the pump's history. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The complaint could not be duplicated during investigation.